Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that shortly after the implant procedure the patient was hospitalized due to weakness in the left leg. The device was never turned on and was removed as a precaution. The physician did not believe the incident was related to the device. There have been no reports of further complications regarding this event.